Event description:
It was reported the coating on the guidewire was observed before use but it was used as it was. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is inconclusive due to the lack of detail in the returned photo one photo was returned for evaluation. The photo shows a segment of a nitinol guidewire being held by the user. The segment that is visible appears to be the core wire which is present at the proximal end of the guidewire. The guidewire is black with a silver segment in between. Per the product drawing, this silver "mark" is intended to be present on the guidewire. Further inspection found that no damage was present on the visible segment of guidewire. As the photo does not provide a view of the entire guidewire, the guidewire could not be fully evaluated and no further conclusions could be drawn. Based on the available material for review, there is insufficient evidence to identify the alleged issue or a root cause of the reported issue.

Event description:
It was reported the coating on the guidewire was observed before use but it was used as it was. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.